Event description:
It was reported that the right ventricular lead was fractured. The fracture was discovered during an unrelated issue. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).